Event description:
It was further reported that the physician thought the ¿patient is ok at home and the pump doesn¿t alarm again, otherwise the patient went back at hospital.¿ the physician was to contact the representative for the next pump refill.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a critical alarm due to motor stall had occurred. This required the patient to be hospitalized and the pump reprogrammed. Reportedly, diagnostic testing and troubleshooting would be performed in the future as the pump remains implanted. The cause of the stall was not determined and it was unknown if the issue was resolved. It was unknown if there were any patient symptoms. This device system delivered gablofen. Additional information has been requested, but was not available as of the date of this report.